Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(4). A getinge field service engineer (fse) evaluated the iabp and confirmed that the fiber optic sensor connector was damaged. To fix the issue, the fse replaced the fiber optic sensor connector and the cable tie, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a broken fiber optic connector. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.